Event description:
The hcp reported the pt had been hearing a pump critical alarm. The event logs were evaluated and intermittently pump stalls were noted. The pump was explanted and replaced and returned to the MFR for analysis. A follow up report will be sent when additional info is received.

Manufacturer narrative:
H6 - device analysis not available at the time of this report. A follow up report will be sent when analysis is complete.